Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The area at the insertion site was bleeding and the patient could not stop the bleeding. Therefore, the patient went to the hospital and was treated there with an epinephrine injection and the area was cleaned. The patient recovered and was discharged. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.